Manufacturer narrative:
Visual inspection: scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m.blue was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the vertical but not in the horizontal position. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, at the time of our investigation we can see a slowed down discharge in the horizontal position and an expected discharge in the vertical position of the valve. The cause of the slowed outflow can be attributed to the deposits found. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (part # fx816t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be operated in under-drainag. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.